Event description:
It was reported to medtronic minimed that the customer reported pump screen was damaged and experienced hypoglycemia. The customer reported blood glucose value of 54 mg/dl and treated with glucose/carb intake. The event involved product(s) mmt-332a, mmt-242a, mmt-1880. Troubleshooting was performed and confirmed customer received the reported issue low blood glucose and pump damage. It was unknown whether customer using the device or not before 48 hours of the event and it was unknown whether auto mode feature was active or not at the time of event. No further patient complications were reported. Customer was advised to discontinue using the device. No product return is required for mmt-332a. No product return is required for mmt-242a. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.